Event description:
It was reported that during the implant procedure, the atrial lead perforated the patient resulting in capture anomalies; requiring sternotomy. The lead remained implanted and the patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.